Event description:
It was reported that during inspection the inner rod tip of the subtroc lag screw driver was found to be broken. No delay, no backup needed, no injury since this is not case related.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned lag screw driver shaft confirms the threaded tip is broken off. This piece was not returned with the device. The device exhibits signs of significant wear and usage. This device was manufactured in 2017. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.